Manufacturer narrative:
A sample was received to perform an investigation. The device was forwarded to the supplier and a supplier non conformance notification was initiated. A device history record (DHR) review could not be performed as it is held by the supplier. A UDI, operator of device, report source and protocol # are unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during a hospital pre-use check of a face mask, the customer noticed air was leaking from the cushion and it was unable to be inflated. No patient injury was reported.